Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump intermittently exhibited a "no message" alarm during use by the patient. Troubleshooting was unable to resolve the issue. It was noted that the alarm appeared to occur when the pump was used with cassettes from a specific lot number. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: three cassette samples were received in used condition without their original packaging. No discrepancies were observed when visualizing the returned samples. The samples underwent functional testing and the product was successfully attached to a cadd legacy plus pump without any alarms activating. It was also set to run without any difficulties. Production performs a 100% in process inspection, in order to verify for occlusions, check for kinked tubing, verify that the bag is properly placed, and verifies that the height of the arch of the pump tube is within specification. A review of the production floor inventory was also conducted, where a sample of four units were tested and no discrepancies were detected during accuracy testing. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence and investigation, the complaint allegation was not confirmed. No fault was found with any of the returned samples.